Event description:
It was reported that this right ventricular (rv) lead recorded an alert for high out of range shock impedance measurements. Technical services (ts) reviewed the shock impedance trends and a gradual rise was observed from approximately 90 ohms. Ts recommended to continue to monitor. No adverse patient effects were reported. This rv lead remains in service.